Manufacturer narrative:
The customer¿s report that the set separated and leaked at the lower fitment was confirmed. During visual inspection of the set received it was observed that the silicone segment was completely separated away from the lower fitment. Further visual examination under microscope noted no crush mark to the upper or lower blue fitment. No gaps on the silicone segment separation or any anomalies were noted during visual inspection. The separated silicone was manually reassembled and fully reseated. Dimensional testing was performed and measured to be within specification. The root cause of the separation could not be definitively determined.

Event description:
It was reported rituxan (rituximab/500ml) was infusing at an unspecified rate. The user stated that device alarmed frequently for air-in-line alarms, and upon opening the module door, the user noticed the set had separated at the low fitment and had leaked. There was no reported harm, however; the patient received an under infusion with 134 ml of medication remaining in the bag.

Manufacturer narrative:
Concomitant medical product: 500 ml lot y30200 exp june 20; 10 ml zr flush syringe lot 3135638 exp 2021-02-01. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
It was reported that rituxan (rituximab/500ml) was infusing at an unspecified rate. The user stated that device alarmed frequently for air in line alarms, upon open the module door the user noticed the set separated at the low fitment and leaked. There was no reported harm however the patient received an under infusion with 134 ml of medication remaining in the bag.